Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 49 mg/dl and the cause was not known. Food was consumed in an attempt to address the bg. The customer was hospitalized and treated intravenously with fluids, potassium and magnesium. The customer was discharged approximately 2 weeks later with the low bg resolved. The exact date of hospital admission and discharge could not be recalled.